Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer went to emergency medical service then hospitalized due to low blood glucose on (B)(6) 2020. Customer also reported that they were rush to the hospital twice due to low blood glucose event also they became unconscious. Blood glucose level at the time of the incident was 27 mg/dl. Customer had symptoms such as slurring and sweating. Customer was treated with glucagon shot. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not want to perform troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.